Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number of the device was unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available; a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. Therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.